Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 07-oct-2005, UDI#: (B)(4)., implanted: (B)(6) 2003, explanted: (B)(6) 2026, product type: catheter product ID: 8596sc, serial/lot #: (B)(6), ubd: 21-mar-2021, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (17.3 mg/ml at 0.89 mg/day) via an implantable pump for unknown indications. It was reported that the patient stated they had withdrawal symptoms a few weeks after their pump replacement in december. The rep reported that a dye study was attempted but they could not aspirate. They attempted to aspirate the catheter intra-operatively but were unable to. The hcp elected to replace the entire catheter. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the inability to aspirate was unable to be determined.